Manufacturer narrative:
Additional information added to additional MFR narrative, and update to device code: images were provided to edwards for review which were reviewed by an edwards physician, and the following observations and impressions were provided. The procedural cine was submitted for review, no procedural echo images were provided. The pre-op CT was reviewed and evaluated because of ¿motion and step artifacts¿, so it was not reviewed. The procedural cine showed ¿heavily calcified leaflets, aorta and arch (porcelain). All three cusps were seen, and a good balloon aortic valvuloplasty (bav) was performed. The first valve was implanted too ventricular 35:65 aortic/ventricular, but the send valve placement was done well¿. Impressions: the case went well, however the first valve was implanted too ventricular which can affect leaflet motion. The reviewer was unable to confirm motion restriction as no tee images were provided. No post-implant images provided after the valve in valve to show if any pvl or central ai.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact root cause of the motion restrict leaflet, causing the central aortic insufficiency, is unknown. However, it could be related to patient factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), the 26mm sapien 3 valve was implanted by tf approach without problems, in the correct position. At the end of the procedure, before retraction of all material, tee suddenly showed that one leaflet did not work correctly, causing a moderate to severe central regurgitation. It was decided to implant a second 26mm valve inside the first valve with good outcome. The patient is doing well. Pre-dilatation was done successfully.